Manufacturer narrative:
(B)(4). Upon follow up it was reported, on the same day as the previously reported event onset, the patient was hospitalized for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. Treatment for the event of peritonitis was not reported. It was unknown if the patient was recovering or recovered from the peritonitis. It was not reported if therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis. The breach in aseptic technique was further described as a pet bit into the patient line. The patient was hospitalized for the previously reported peritonitis event. On an unreported date, dianeal and extraneal therapies were discontinued (previously, it was not reported if therapies were ongoing). After five days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as unknown). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.